Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to place the current pump into storage mode before returning it, and a replacement pump was sent. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.